Manufacturer narrative:
This event is being conservatively reported. Per clinical assessment, the event is unlikely to be related to the device and more likely to be related to the patient's anatomy and procedure. Device not explanted.

Event description:
On 29 september 2017, the manufacturer was notified of the following: a patient was implanted with a perceval small through mini sternotomy on the morning of (B)(6) 2017. After declamping, the patient recovered well from the surgery; the echo showed no para-valvular leak and sinus rhythm. In the late afternoon, the patient started bleeding in the ICU. She was readmitted to the or for tamponade, and the surgeons identified an aortic annular rupture. The patient died in the or. Additional information received indicated the following: the patient's condition was frail, with aortic stenosis. The vascular system was very frail; the venous cannulation through the groin was very difficult. The annulus was calcified at the time of implant, and decalcification was performed during the initial operation. At the time of the event/re-intervention, echo indicated that the perceval remained properly positioned. They were not able to go on bypass, and the aorta was not opened during the re-intervention. Per clinical evaluation, the event is unlikely to be related to the device, and more likely to be due to the procedure and the patient's anatomy.

Manufacturer narrative:
A complete manufacturing and material records review for the nitinol stent component of pvs21, (B)(4) was performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the document review performed, no manufacturing deficiencies were identified. As the device was not available for return, no further investigation can be performed at this time. However, based on the information provided, "the vascular system was very frail". As such, and according to internal clinical review, this event is likely attributable to the patient's condition, and not likely to be device related.